Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the product as stuck in the guide and the pin is tapered and damaged with most of the pin missing. A dimensional analysis was not completed as the product is stuck in the mating guide. The device history records were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: ncr21152546. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint is confirmed via product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cut guide seized. There was no patient harm or impact reported. The procedure was completed with no delay.